Manufacturer narrative:
(B)(4). Lens was discarded by the facility. An investigation is in progress for lens tears under iaca #(B)(4).

Event description:
A cc4204bf model lens tore while it was being implanted. The lens was removed in pieces and there was no pt injury.